Manufacturer narrative:
MFR name and MFR contact first name, last name and email address), g2 (phone # ) h3: evaluation summary post market vigilance (pmv) led an evaluation of one device. The reload was received with the interlock engaged and the knife blade secured inside the interlock. There were some staples protruding from proximal staple cartridge channel. There were no other visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device did not fire and the black pusher thumb piece could not be moved at all. There was no patient involvement.

Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument noted the welded pin of the hinge component on the anchored lever bracket was bent away from the anchored lever bracket. The device displayed a full complement of staples and the safety interlock was set. Microscopic inspection of the knife blade displayed no damage. The device was loaded into a test unit. The device and test instrument were applied to test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur from rough handling of the product. When the instrument is closed without engaging the anchor bracket posts, a large gap is observed between the cartridge and anvil. Applying external pressure at the fork areas of the instrument to force it together to close causes the separation of the anchor bracket at the posts, similar to the condition of the instrument received. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.